Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 9135666. No samples (including photos) were returned therefore the complaint could not be confirmed complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported bd bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g clogged while priming for insulin injection. The following information was provided by the initial reporter: verbatim: it was reported that needles clogging during flow check. Reviewed the placement of non patient end. Discard samples.¿